Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 69 mg/dl. The customer stated that act button is not responding. The customer stated that there is no significant events leading to the keypad anomaly. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: unit received with intermittent buttons due to corroded keypad traces. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, case at reservoir tube window corners, belt clip slot and battery tube threads.